Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted coronary dilatation catheters (cdc), nc traveler rx, global, (B)(6), instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported failure to advance appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion in the left main (lm) to left anterior descending (lad) artery. A 3.50x38mm xience sierra stent was deployed without issue. The kissing balloon technique was performed in the left circumflex (cx) with a non-abbott balloon and the stent. The 4.50x12mm nc traveler balloon dilatation catheter (bdc) was advanced and prepped inside the anatomy. The bdc was inflated two times to 14 atmospheres (atm) and then removed. The bdc was re-inserted; however resistance, was noted with the deployed stent and could not advance. After the device was removed, contrast was noted inside the balloon and the physician suspected that deflation was slower than usual. The balloon was re-wrapped and re-inserted. The balloon was inflated to 18 atm to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.